Event description:
The philips affiliated distributor rep filed a product / incident malfunction report (pimr) in which a pt injury was reported.

Manufacturer narrative:
The pimr also included questions regarding the accuracy of the clock in the m23xx component central monitor (ccm) central stations. There were no allegations of a device malfunction, or that the device was a contributing factor in the incident in the pimr. Communications were initiated with the field service engineer (fse), requesting add'l info related to this issue. The fse provided info that he had followed up on this issue. The fse reported that the customer did not allege a device malfunction, or that the device was considered to be a contributing factor in the incident. The customer confirmed that the ccm was operating properly at the time of the incident. There were no monitoring issues. The customer had requested info related to the clock, and stated that there was discrepancy on the time recorded on retrospective data from the ccm as compared to the time on retrospective data from another device. It was explained to the customer that the central station was a standalone system with no network connection or time server. It was also explained that it is possible for time discrepancies to occur with non-networked products. This is not being considered a device malfunction. No further investigation or action is warranted.